Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that after the patient had rods placed for pectus excavatum, the patient has had great relief of chest pain and cardiopulmonary improvement. However, the patient is now feeling very weak, dizzy, and has had syncopal spells since the surgery. Due to a concern about heavy metal contaminant, a panel was ordered, and patient allegedly tested positive for arsenic. Physician sought out implant information. Physician feels it is an ingestion possibly from pipes in her home but wants to follow up with the information on the device as the implantation does fit the time period of symptoms.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.